Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury, and no medical intervention was required. During evaluation, no foam particles were noted in the airpath; however, foam degradation was observed. The device¿s sound abatement foam needs to be replaced to address the issue. In addition, an error code was displayed, and dust contamination was found. The device was scrapped after evaluation.